Event description:
A 2 inch goldenberg snarecoil bone marrow biopsy needle broke off into the pt's left iliac crest during a bone marrow biopsy. Approximately 0.5 inch of metal remained in the pt when the needle was extracted. The retained piece could not be extracted without surgery, which is not feasible since the risk outweighs the benefit -the pt is too ill.